Event description:
It was reported that the user observed the deterioration of the pt's state of health. Spo2 was observed to decrease. The user tried to change the ventilation setting but the operating panel did not respond. Immediately, the user changed from automatic ventilation to manual ventilation with 100% o2. After the device was rebooted, the touch panel was working properly. The user reconnected the breathing circuit with the device again. The pt later died without recovering. Note: the pt was terminally ill with cancer and the lungs were already metastasized.

Manufacturer narrative:
Based on the info accompanied with the original report and the device logbook analysis, the reported event was concluded to be caused by a communication problem between the touchscreen and the microprocessor onboard the pcb graphic-controller. If this communication is disturbed, adjustments of the user cannot be conducted. The ventilation will be continued with the parameters set. The monitoring and alarm function of the device is still functional. The failure rate of the touchscreen was assessed to be acceptable. It was stated by the user that the device did not contribute to the pt's death.